Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and not removing residual air from the cartridge. Customer continued to use existing cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.